Event description:
In 2006, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, a contralateral leg component, and an iliac extender component to treat an abdominal aortic aneurysm. A type ii endoleak was evident during a CT scan follow-up on the following month. The physician decided to monitor the pt. During a follow-up in 2008, the pt presented with a persistent type ii endoleak and a reintervention occurred. The physician embolized multiple feeding vessels. The pt tolerated the procedure and was discharged on three days later.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.